Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device suddenly powered off. The device batteries were at 75% capacity. It is unknown whether there was patient use associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control for further evaluation. Physio evaluated the device but could not verify the reported issue. No event codes had been logged into the device's memory, and no electronic patient records from the event date were available for evaluation. The key log of the device was downloaded and evaluated. No auto power off occurrences were found for the reported event date. The device was tested extensively without any discrepancies being observed. Proper operation was confirmed through functional and performance testing.  Following evaluation, the device was returned to the customer.  A cause of the reported issue could not be determined.

Manufacturer narrative:
Initial medwatch report indicates: (B)(6) 2016. Initial medwatch report should indicate: (B)(6) 2016. The initial medwatch report indicates: it was reported to physio-control that the customer's device suddenly powered off. The device batteries were at 75% capacity. It is unknown whether there was patient use associated with the reported event. The initial medwatch report should indicate: it was reported to physio-control that the customer's device suddenly powered off. After switching off, the device switched on by itself again. The device batteries were at 75% capacity. It is unknown whether there was patient use associated with the reported event.

Event description:
It was reported to physio-control that the customer's device suddenly powered off. After switching off, the device switched on by itself again. The device batteries were at 75% capacity. It is unknown whether there was patient use associated with the reported event.